Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient became unresponsive shortly after a pump medication refill. The patient became alert after being administered narcan nasally and admitted in ICU. While in the hospital, the pump was accessed and the patient became unresponsive again. Additionally, it was alleged that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. On (B)(6) 2018, surgical intervention was taken to explant the pump. The patient is now doing fine.

Manufacturer narrative:
Internal complaint number: (B)(4). Evaluation of the pump determined the pump primed and flowed within specification.